Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection.

Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore® tag® thoracic endoprostheses (tg3710/05941669, tg3715/05941681) to treat a descending thoracic aneurysm. On (B)(6) 2008, the patient was discharged in a good condition. The aneurysm diameter measured 56.2mm. On (B)(6) 2008, the patient was diagnosed with a stanford type b dissection. The physician noted that the dissection was device related. Antihypertensive treatment and a rest cure were started. On (B)(6) 2009, the resolution of the dissection was confirmed and the patient was discharged.